Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had received motor error as well as motor position encoder error and motion sensor test failure. Customer¿s blood glucose was unknown. Customer stated that drive support cap was normal. Troubleshooting was performed for insulin pump errors. Customer stated that the motion sensor test failure alarm reoccurred. Customer was advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify a broken force sensor was detected during seating or regular delivery error and motor position encoder error alarm due to motor error alarms.